Event description:
It was reported that the customer received a button error alarm on the insulin pump, after she fell into a pond with the pump on. Her blood glucose level was 279 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. Functional testing could not be performed, due to no button response. No moisture damage was noted on the electronic assembly or motor.the insulin pump was received with minor scratches on the display window, a cracked reservoir tube and a cracked reservoir tube lip.(B)(4)